Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and visited emergency room on (B)(6) 2021 at 14:00. Blood glucose level at the time of the incident was 24 mg/dl. Customer was treated with food and intravenous of d10 for low blood glucose. Customer received emergency medical service on (B)(6) 2021 at 04:00. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was active at the time of low blood glucose event. Customers last blood glucose reading was 194 mg/dl. The insulin pump will not be returned for analysis.